Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks post implant, the right atrial (ra) lead had dislodged after the patient was doing some sort of stretching or physical exertion. A replacement procedure was performed, and the physician chose to remove and replace the ra lead. No patient complications have been reported as a result of this event.